Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the reported clinical observation with the caller and recommended further testing. A boston scientific sales representative was contacted and had no knowledge of the issue. He will follow up with the clinic and provide further details if possible. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system due to a shocking impedance measurement greater than 200 ohms. A review of the data shows a gradual rise and measurements have been around 125 ohms over the past three months. The last delivered shock showed a nr message. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
Additional information was received that a revision procedure was performed and this lead was removed from service and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.